Manufacturer narrative:
Infutronix is currently waiting for the affected device to be returned.

Event description:
A distributor of infutronix reported a complaint on behalf of a patient: "the patient had pulled the tubing out of the cassette on the distal end while receiving therapy at home." Device operator was a patient. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.